Event description:
It was reported that during a renal stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. A v18 .018 guide wire and another manufacturer's 6fr multipurpose guide catheter was selected. A 5.0x19x90cm express sd biliary stent delivery system was advanced through the guide catheter but would not cross the lesion. During an attempt to pull back the stent delivery system, the guide catheter tip was deformed not allowing the stent delivery system to be pulled back. The force of pulling back the stent delivery system pushed the stent off the balloon while still on the guide wire. Another manufacturer's snare was introduced and advanced over the guide wire. The stent was retrieved and the procedure was completed with the balloon only. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufaturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)